Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow and unable to log in - station time out in rss (unable to connect). The field service engineer moved the medstation to operating room (or) 6 and connected it to the network without any speed problems, allowing them to log in. However, the system was not working in or room 5. Therefore, the field service engineer instructed the site to contact the it department to correct the issue in or5. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, that the system was slow and unable to log in - station time out in rss (unable to connect). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.